Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the #4, #5, #6, #7, #8, #9 and the (.) Keys to be inoperable caused by a damaged keypad due to external influence. It was observed that when any remaining functional keys are selected, an automatic output of the #4 key will occur following the selected key's function (e.g. When the #1 key is pressed 14 will be displayed. When in alphabetic mode and the abc key is selected, aj will be displayed interfering with the mdl drug search). The keypad was replaced to correct this condition. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum pump displayed keypad malfunctions. It was also reported that there was no patient injury.